Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
Patient had initially reported blood metal poisoning, however, later reported a low level of metal ions after blood test results were received. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is experiencing a pain and discomfort. No revision procedure has been reported to date. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(6). Concomitant products - femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset/ pn 00771101200/ ln 60348580, shell porous with multi holes 48 mm/ pn 00620204820/ ln 60501571, liner standard 28 mm i.d. For use with 48 mm o.d. Shell/ pn 00630504828/ ln 60451553, bone scr 6.5x30 self-tap/ pn 00625006530/ ln 60541128, bone scr 6.5x20 self-tap/ pn 00625006520/ ln 60534207. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03870.

Event description:
It was reported that patient underwent bi-lateral total hip arthroplasty on (B)(6) 2006. Patient is now experiencing left hip pain and discomfort and allegations blood/metal poisoning. Patient has not been revised to date.